Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is still unknown but the caller stated it might be a diabetes issue. The customer did not have any other illnesses that may have led to their passing. The customer's blood glucose at the time of death is unknown. The daughter does not believe the customer was wearing the insulin pump at the time of death. The customer was using sensors, however, the caller did not know if a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.